Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -9.5/1.5/73 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a spherical lens. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).